Event description:
It was reported when using the pyxis medstation es system that it had a power issue, pyxis machine was off. The customer reported there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by faulty drawers boards. The field service engineer replaced both drawer boards and retractors and t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.